Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-300b burr's locking mechanism is not holding. Discovered during a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged, ar-300b, burr attachment 2.35 mm, batch 15249640, was received for evaluation. Visual inspection noted a broken clamping system in the drive shaft. Functional testing revealed that the device would not hold a burr in place when it was in the 'lock' position. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion. Complaint allegation is confirmed.